Event description:
It was reporter that the procedure was performed to treat a lesion in the saphenous vein graft (svg). The 3.5x38 mm xience skypoint stent delivery system (sds) was thought to have been deployed; however, the stent was not released from the balloon. When the delivery system was removed from the anatomy, the stent also was removed. A non-abbott filter was deployed prior the stent deployment. An unknown stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation and stent dislodgement were confirmed. The reported activation failure could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure. The reported stent dislodgement and material deformation appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the device was received an the stent implant was returned dislodged and was noted stretched, bent, and mangled. The account stated that the stent dislodge during attempted deployment when the sds was pressed up against another stent in the vessel. The stent became stretched when the catheter was retrieved. There was no resistance noted prior the dislodgement. No additional information was provided.